Event description:
On (B)(6) 2013, a pt contacted our (B)(4) affiliate to report the patient developed a corneal ulcer. The pt reported that on (B)(6) 2013, she experienced a foreign body sensation when inserting a 1-day acuvue trueye (narafilcon a) contact lens. The patient continued to wear the lens and reported experiencing acute pain od upon removal of the contact lens (cl) that night. The following morning the pain had not resolved and the pt consulted an eye care professional (ecp) at a hospital where the pt works. The pt was diagnosed with a corneal ulcer and prescribed cravit and bestron eye drops q2h and was instructed to discontinue cl wear. The patient returned for follow-up on (B)(6) 2013; the symptom had not improved. The patient was instructed to instill the eye drops q1h and return the following day. Although the patient only had symptoms in the od, the patient was instructed to use the eye drops in both eyes. The patient provided written consent to allow us to obtain info from the ecp. The suspect contact lens was not available, but sealed blister packs from the same multi-pack were requested. On (B)(6) 2013, an associate from our (B)(4) affiliate visited the hospital and received the following info: on (B)(6) 2013, the patient presented to the department of ophthalmology at the hospital. The patient was diagnosed with infectious keratitis od. "Since scraping volume was small, the culture results were negative, but the ecp determined that it was infectious because the pt's condition was improved with antibiotic. The ecp noted cell (+) at the anterior chamber and small mild keratitis at the inferior part of the cornea, off pupil od." The patient's va od was 1.2 (20/20+) with correction and was not affected. The patient was prescribed cravit 1.5% and bestron eye drops q2h. The patient was instructed to discontinue cl wear and to return for follow-up. On (B)(6) 2013: the pt returned to the hospital's department of ophthalmology. As the condition did not improve, the dose of cravit 1.5% and bestron eye drops was increased to q1h. On (B)(6) 2013: the patient returned to hospital's department of ophthalmology. The pt's condition improved. On (B)(6) 2013: the patient returned to hospital's department of ophthalmology. The dose of cravit 1.5% and bestron eye drops was decreased to q2h. On (B)(6) 2013: the patient returned to hospital's department of ophthalmology. The ecp noted cell (-) at the anterior chamber and the corneal epithelium was almost regenerated. The dose of the cravit 1.5% and bestron eye drops was decreased to qid. The pt outcome is improved as of (B)(6) 2013. The pt works for the hospital and is able to consult the ecp frequently; and will return for follow-up in about one month. "The causal relationship with cl cannot be ruled out because the patient developed the keratitis while wearing cl." Two sealed multi-pack boxes and 58 sealed blisters were returned. The parameters of ten lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 4934390106 was produced under normal conditions. If add'l medical info is received, we will report it within 30 days of receipt. MDR reported event trends are reviewed quarterly in franchise management review meetings.